Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic and motor assembly.

Event description:
The customer reported a blank display after delivering a bolus. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.